Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, electronics or motor. The keypad connector was locked properly. The insulin pump had minor scratches and cracks on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's buttons on the insulin pump were not working. Customer stated the insulin pump got caught in the rain storm two weeks prior to call. Customer's blood glucose was 143 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.